Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer kept losing power. The status of the programmer is unknown. No patient complications have been reported as a result of this event. It was further reported via follow-up that the programmer did lose power during use but that it was additionally discovered that the plug was slightly pulled out. The programmer remains in use. There was no patient impact.